Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the system shut down when it was moved closer to the patient. The procedure was not started and pending surgeries were rescheduled. Additional information was received from the biomedical engineer at the customer facility, who reported it was a single instance of the machine switching off when it was moved. A system advisory displayed briefly before turning off. The engineer indicated this is a common advisory received when one pulls the plug without turning the machine off.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative did not indicated finding anything associated with the reported system message (sm). The system was tested and found to meet product specifications. The system was manufactured on january 19, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).